Event description:
Customer was driving vehicle with three and began to suffer from hypoglycemia. They became unaware of their surroudings. The family members called for help and customer was taken to the hospital. At the emergency room (ER), customer was provided food to raise blood glucose level. Prior to incident, customer received a reading of 76 mg/dl and then a reading of 76 mg/dl and then a reading two hours later of 140 mg/dl. At the ER, customer's blood glucose reading on the freestyle flash was 131 mg/dl compared to the hosp's reading of 40 mg/dl. Customer indicated they had not felt well during the entire day.